Manufacturer narrative:
The event product was returned for evaluation along with a rubber fragment. Upon visual inspection, engineering observed that the septum and duckbill, the rubber components of the seal, were fragmented. The rubber fragment that was returned matched the missing portion on the septum. The shield, a clear plastic internal component of the seal, was also dislodged. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap bso. Incident description: during a lap bso, the surgeon inserted one of our inzii bags and in doing so the septum dislodged from the trocar seal housing unit. She kept he affected trocar to one side so it can be sent back. She cannot recall if the introducer of the inzii bag was inserted straight or not. The surgeon is very used to the inzii bag and really likes using them. Patient status: no patient injury.